Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in india reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand and visually inspected. Results: visual inspection of the return device revealed that the tubing is torn. The tube is torn near the circuit connector between the 5th and 6th spiral where it is screwed into the tubing. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement.". A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in india reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was damaged before use. There was no patient involvement.